Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12k14047, h12k09112, h13c07061, h13b07048, h13d16086 and h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and was hospitalized for the peritonitis. The patient was treated with unknown antibiotics. At the time of the report, the patient was still hospitalized, and recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 5 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). During follow up it was reported that the cause of the peritonitis was a use error, which was further described as the patient did not wear a mask while performing peritoneal dialysis (pd) therapy. On an unreported date, dianeal therapy was discontinued. The pt was hospitalized for the peritonitis for eighteen days. On an unreported date, the patient's pd catheter was removed.